Event description:
Pt was undergoing upgrade to bi-v ICD. She has a recalled riata sjm lead that externally checked out with great interrogation values. When the lead underwent fluoroscopy it was discovered that the conductor coil had separated from the main body of the lead between the atrium and distal coil.